Manufacturer narrative:
Result: the px slim was kinked approximately 2.5 cm from the hub. The first ruby coil that was evaluated had the pet lock intact on the proximal end of the pusher assembly; the pusher assembly was kinked approximately 5.0, 74.0, and 80.0 cm from the proximal end; the introducer sheath was filled with dried blood; and the coil was intact with the pusher assembly. The second ruby coil that was evaluated had the pet lock intact on the proximal end of the pusher assembly; the pusher assembly was kinked approximately 5.0, 79.0, 124.0, and 126.0 cm from the proximal end; and the coil was intact with the pusher assembly. The third ruby coil that was evaluated had the pet lock intact on the proximal end of the pusher assembly; the pusher assembly was kinked approximately 5.0 cm from the proximal end; the introducer sheath friction lock was pushed distal to the mid-joint of the introducer sheath; the introducer sheath was filled with dried blood; and the coil was intact with the pusher assembly. Since the coils were not returned with their product boxes or labels, penumbra investigators were not able to determine which of the 60 cm coils belonged to each lot. Conclusion: the complaint has been evaluated. The complaint indicated that during a procedure, the px slim was advanced to the target aneurysm but became kinked during advancement, causing the physician to remove it from the patient. A new px slim (not returned for evaluation) was then advanced and used to deliver four ruby coils successfully. Upon attempting to deliver the next ruby coil, the technologist encountered resistance prior to the coil reaching the new px slim. Upon retracting the ruby coil and attempting to deliver it again, resistance was met again. Upon retracting the ruby coil again, a technologist attempted to advance the coil out of the introducer sheath on the back sterile table, but the coil would not advance out of the introducer sheath. After successfully delivering another ruby coil, the next two ruby coils met resistance while being advanced through the px slim. These ruby coils could not be advanced out of their introducer sheaths on the sterile table. The physician then straightened the distal shaft of the px slim and successfully completed the case by delivering two more ruby coils. Evaluation of the returned devices revealed the px slim was kinked, three pusher assemblies were kinked, and the friction lock of the third ruby coil evaluated was pushed distal to the mid-joint of the introducer sheath. The type of damage found on the px slim typically occurs due to improper handling during use. If the px slim is manipulated within patient anatomy forcefully at an angle, the shaft may kink due to excess force and bending. The types of damage found on the ruby coils typically occur due to improper handling during use. If a ruby coil is manipulated forcefully at an angle during insertion into a microcatheter, the pusher assembly may kink due to excess force and bending. The resistance encountered while attempting to advance the ruby coils through the introducer sheaths may have been due to using kinked pusher assemblies. All penumbra devices are 100% visually inspected for damage during process inspection, and ruby coils are 100% functionally tested during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2015-00707, 00708, and 00709.

Event description:
The patient was undergoing a coil embolization procedure using a px slim delivery microcatheter and ruby coils. During the procedure, a slim microcatheter became kinked while advancing to the aneurysm. The physician removed the slim microcatheter and the procedure continued using a new px slim delivery microcatheter. The physician successfully deployed and detached four ruby coils into the aneurysm. While attempting to advance a new ruby coil, it met resistance inside the introducer sheath and was removed. After successfully deploying a new ruby coil, the physician met resistance while advancing two more ruby coil form their introducer sheaths. The physician repositioned the microcatheter and the procedure continued successfully using additional ruby coils. There was no report of an adverse effect on the patient.